Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, full height drawer six was not opening. The customer reported that the malfunction resulted delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was closed but showed open. A field service engineer (fse) shutdown the media and removed the back panel. Then the fse removed the drawer 6 and replaced the inseparable magnet. Then reinstalled the drawer and locked the back panel and then power station back on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, full height drawer six was not opening. The customer reported that the malfunction resulted delay in dispensing medication. There were no adverse events or injuries reported based on this incident.